Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 40 mg/dl. Customer declined troubleshooting for low blood glucose reading. Customer started eating veggies for dinner and stopped eating meat and carbs. Customer low blood glucose reading started after changing their diet habits. Customer treated their low blood glucose reading with juice and glucose tablets. Insulin pump will not be returning for analysis.